Event description:
A report was received involving a csf drainage system. The patient had a lumbar drain in and it was clamped but, the clamp failed and the patient overdrained. The clamp failure was noted right away and no injury to the patient was sustained.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.